Event description:
Eye irritation was noticed the week of 2007. Redness and tears from the left eye. Over the counter drops and discontinued use of contacts seemed to help the problem. Wore contacts again four days later, and noticed eye irritation the next day. Called o.d. Office on two days following and made an appointment that evening. Diagnosed with bacteria in the eye that caused a minimal corneal ulcer on the top of the left eye. Instructed to take prescription eye drops -zymar- 4 times daily and ointment -ciloxan-once before bedtime. Visited o.d. The next day and was given a steroid eye drop to use 4 times daily. Visited o.d. Three says later and things seem to be healing nicely, have a scar on my eye now. Still using steroid eye drop for remainder of this week.